Event description:
It was reported that the arctic sun device was alerting 113 (reduced water temperature control). The patient temperature was 34.6 c, the target temperature was 36 c, the water temperature was 34.9 c, the flow rate was 2.6 lpm, and the water level was four bars. The nurse confirmed they filled the device earlier today. Stopped therapy, drained pads, and drained 500 ml from the right side drainage port. The nurse stated this water was "yellowish." They placed the device in manual control at 40 c. The water temperature reached 40 c. Disabled manual control and restarted therapy. Patient was 220 lbs., with medium pads in place. The nurse was going to add a universal. Suggested check protocol to see what external measures they can take (i.e., bair hugger, warm blankets). If there was still not enough pad coverage, they might still need to swap out for large pads. It is also suggested to keep a close eye on the skin if the water temperature continues to stay warm.

Manufacturer narrative:
The reported issue was inconclusive. The root cause of the reported issue could not be determined. A potential root cause of the reported issue is that chloramine-t was not added to water during periodic change of fluid. However, this cannot be confirmed. All good faith attempts have been made to obtain additional information. The outcome of the repair cannot be determined at this time. In the event that information regarding the outcome of the repair and the status of the device is received, this record will be reopened to update the investigation. The DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. Based on the results of the investigation, no additional actions are needed. The instructions for use were found adequate and state the following: "fill reservoir fill the reservoir with sterile water only. Four liters of water will be required to fill the reservoir at initial installation. Add one vial of arctic sun® temperature management system cleaning solution to the sterile water. From the patient therapy selection screen, press either the normothermia or hypothermia button, under the new patient heading. From the hypothermia or normothermia therapy screen, press the fill reservoir button. The fill reservoir screen will appear. Follow the directions on the screen.". H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the arctic sun device was alerting 113 (reduced water temperature control). The patient temperature was 34.6 c, the target temperature was 36 c, the water temperature was 34.9 c, the flow rate was 2.6 lpm, and the water level was four bars. The nurse confirmed they filled the device earlier today. Stopped therapy, drained pads, and drained 500 ml from the right side drainage port. The nurse stated this water was "yellowish." They placed the device in manual control at 40 c. The water temperature reached 40 c. Disabled manual control and restarted therapy. Patient was 220 lbs., with medium pads in place. The nurse was going to add a universal. Suggested check protocol to see what external measures they can take (i.e., bair hugger, warm blankets). If there was still not enough pad coverage, they might still need to swap out for large pads. It is also suggested to keep a close eye on the skin if the water temperature continues to stay warm.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.